Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert were met. Rv lead integrity alert occurred on (B)(6) 2016 for sensing integrity counts greater than or equal to 30 in 3 days, and rv lead impedance variation in last 60 days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Rv lead impedance began increasing and varying the week of (B)(6) 2016, with values ranging between 399 and 2337 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 8 sic episodes of less than or equal to 220 ms v-v cycle recorded. Model: ddbb1d4, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an lead integrity alert (lia) with oversensing noise, increased sensing integrity counter (sic), and increasing/high pacing impedance. A lead fracture is suspected. The lead was reprogrammed and at a later date was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.